Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy shield monitor (esm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report no monopolar energy. The energy shield monitor (esm) showed no lights displayed. The caller was asked to ensure it was powered on and it was. Tse had the caller power off the system. Once the system was powered on, the lights showed on the esm. The surgeon was able to resume the procedure and confirmed monopolar energy was now available. Site called back and reported that issue returned. Prior to calling, customer power cycled system with no change. Tse recommend hard power cycling system and energy shield monitor but surgeon did not want to perform at time of the call. Caller reported surgeon was continuing with case. The procedure was completed with no reported injury.